Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had underfill or low draw of a tube with blood. This event occurred 6 times. The following information was provided by the initial reporter: the customer stated ¿the tube didn't draw enough sample material. Repeated collection was necessary, extension of the waiting time for the result.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® blood collection tubes buffered sodium citrate 0.3 ml - 0.109 m had underfill or low draw of a tube with blood. This event occurred 6 times. The following information was provided by the initial reporter: the customer stated ¿the tube didn't draw enough sample material. Repeated collection was necessary, extension of the waiting time for the result.¿